Manufacturer narrative:
Visual examination of the returned uromax ultra balloon catheter shaft that it was stretched; it was broken in two sections proximal from the distal tip and was severely kinked distal to the strain relief. The balloon was not refolded and there were no tears or holes visible in the balloon material. Based on all gathered information, the most probable root cause classification is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a uromax ultra dilatation balloon catheter was used during a rigid ureteroscopy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the tip of the balloon catheter detached inside the patient. The detached tip was retrieved using a graspit device facilitated by xray and prolonged anesthesia; ureteral stent was then placed. The patient's condition at the conclusion of the procedure was reported to be ¿fine.¿

Event description:
It was reported to boston scientific corporation that a uromax ultra dilatation balloon catheter was used during a rigid ureteroscopy procedure performed on (B)(6), 2014. According to the complainant, during the procedure, the tip of the balloon catheter detached inside the patient. The detached tip was retrieved using a graspit device facilitated by xray and prolonged anesthesia; ureteral stent was then placed. The patient¿s condition at the conclusion of the procedure was reported to be ¿fine¿.